Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and chronic lead system exhibited oversensing. The rate sensing lead impedance was also found to measure greater than 2000 ohms, indicating a possible open circuit. An invasive procedure was performed and the physician elected to replace the device and add a new bipolar rate sensing lead. Two chronic myocardial rate sensing leads (manufactured by possis) were capped.